Event description:
In 2008, the pt reported that over the last 2 weeks he has experienced 3-4 infusion tubings break at the luer connection. The pt changed the infusion tubing and did not experience any physiological effects. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.